Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 600 mg/dl and no delivery alarms. Customer's blood glucose at the time of the call was 214 mg/dl. The customer was advised to disconnect and reconnect tubing and reservoir and insulin exited the tubing without an alarm. Troubleshooting advised that no delivery was most likely the result of an occlusion. Troubleshooting was declined by customer for the high blood glucose. Customer was advised to monitor pump.